Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: medical doctor (md). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal closure device was placed in a usual fashion. The deployment process was not successful, immediately after the patient's distal pulses were not present. A subsequent angiogram showed a lack of patency to the effected vasculature. A subsequent angiogram showed the lack of patency to the effected vasculature. The patients vessel was reoccluded several times. The patient had neurological changes and will need a vascular consult. The patient was in stable condition. The procedure outcome was successful. Yes, patient injury/medical or surgical intervention was required.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for a vessel occlusion post deployment per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).